Manufacturer narrative:
(B)(4). Date sent: 1/6/2025. Additional information received: called and spoke to MRI safety officer. She asked me not to send her the list of questions due to she does not know any of the answers. She did see a photo of the linx implanted and it did look discontinuous to her. I asked for the surgeons name or the patients name and she could not provide that information since she sees about 40 cases a day. She did say she talked to the surgeon and patient and recommended they call in this issue. She is not sure if they did or not.

Manufacturer narrative:
(B)(4) date sent 12/31/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient has a fractured linx device. Will notify us if the device is truly fractured.